Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and was able to reproduce the error by running sample. Fse replaced the group of diluent lines as well as the stand tank sensor assay which resolved the complaint. The fse validated the analyzer by performing quality control (qc). The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service review from installation date through the aware date of event for similar complaints was performed for serial number (B)(4). There were no other complaints identified during the searched period. The aia-900 operators manual under section 12: flags and error messages state the following: [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to failure of the tank sensor assay.

Event description:
A customer reported getting "2105 diluent suction error" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.